Event description:
A pt. IV pump programmed to run medication into secondary set at 240ml/hr. Medication found remaining in bag after infusion time over. A secondary clamp was open during infusion. We were able to run medication when the primary IV set was clamped manually with a kelly. When subsequent IV med was attempted in secondary line, the rn was unable to back flush fluid from primary line into secondary line by lowering secondary IV bag and tubing. A new IV pump and two new tubings placed on pt.